Event description:
It was reported that bd maxzero pressure rated extensino set had flow issues. The following information was received by the initial reporter with the following verbatim: it was reported by customer that max zero was not flushing at all, reports that it was noticed before starting the IV and they eventually got it to flush. Never ran medication through.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.